Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse went on site and smelled a burning smell upon entering the room. The fse eventually adapted to the smell, which became unnoticeable. The fse cleaned and replaced filters on the system as they were all clogged with dust and could be the cause of the fans running hard. The fse was not able to identify which part of the system the smell was coming from. No errors were found in the logs. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the operating room (or) staff called in to report they smelled a burning smell coming from the system. The customer stated they weren't sure if it was coming from the back of the vision cart or the system. The intuitive surgical, inc. (Isi) technical support engineer (tse) viewed the system logs and didn't see any related errors in the logs. The customer then stated the smell seemed to be coming from the system, by the arms. The customer stated no errors were displayed, and everything was working fine. The procedure was completed as planned with no reported injury.